Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer was reported that the display did not returned after restart. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a white display which was unreadable. After further review of the unit's interior, there were traces of corrosion on particularly around the j7 internal battery connector and on the back of the lcd display. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the white display.